Event description:
The below report was received by health authority food and drug administration (reference number: mw5037334) on 24-sep-2014. The most recent information was received on 28-apr-2020. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lower back pain (excruciating pain, painful to move or sit)"), benign hydatidiform mole ("invasive mole (molar pregnancy)") and urinary tract infection ("get more frequent utis") in a (B)(6) female patient who had essure inserted (lot no. 717012) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective" in 2010). The patient had a medical history of miscarriage in 2008 and termination of pregnancy - elective (1992,1997), parity 2 and multigravida. On (B)(6) 2011, exam and consult for second opinion on molar pregnancy including labs and MRI, was done. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 221 days after essure insertion, she experienced pregnancy with contraceptive device ("pregnancy confirmed"). On (B)(6) 2011 she was found to have benign hydatidiform mole (seriousness criterion medically important) with blood urine present, pregnancy test positive, retained products of conception and retained products of conception. Essure was removed on (B)(6) 2019. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), polymenorrhoea ("periods have changed and come more frequently"), urinary tract infection (seriousness criterion medically important) with blood urine present, pregnancy test positive, retained products of conception and retained products of conception, pain ("severe and persistent pain"), fungal infection ("more frequent yeast infections"), dry skin ("skin and scalp are dry"), pruritus ("skin and scalp itchy"), paraesthesia ("right lower leg and foot are tingly"), hypoaesthesia ("right lower leg and foot are numb"), abdominal distension ("bloated in stomach area"), bacterial vaginosis ("bacterial vaginosis"), loss of libido ("loss of libido"), sciatica ("sciatica"), vitamin d deficiency ("vitamin d deficiency"), skin irritation ("irritated skin and scalp"), depression ("depression"), anxiety ("anxiety"), arthralgia ("hip pain (excruciating pain, painful to move or sit)"), pain in extremity ("leg pain (excruciating pain, painful to move or sit)") and mental disorder ("essure caused or aggravated and/or psychological conditions") and was found to have blood urine present ("blood in urine"). The patient was treated with keflex [cefalexin], prednisone and ibuprofen as well as surgery (oophorectomy). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, arthralgia, back pain, bacterial vaginosis, blood urine present, depression, loss of libido, mental disorder, pain, pain in extremity, sciatica, skin irritation and vitamin d deficiency to be related to essure administration. No causality assessment was received for essure with regard to pregnancy with contraceptive device, polymenorrhoea, urinary tract infection, fungal infection, pruritus, paraesthesia, abdominal distension, benign hydatidiform mole, dry skin or hypoaesthesia. The reporter commented: the insertion procedure went well and the number of expanded coils that appeared trailing into the uterine cavity was 3 on both sides. She tolerated the procedure well, stating she had only mild cramps at most. Pregnancy outcome: elective termination on (B)(6) 2010. She experience complications with pregnancy: molar pregnancy resulting in multiple d&cs, 2nd opinion and weekly lab tests. Plaintiff was not allergic to nickel or any other component of essure. She did not experience any hypersensitivity reaction to nickel or any other component of essure. Plaintiff claim that essure caused or aggravated and/or psychological conditions. Plaintiff claimed that essure worsened a previously existing injury/condition. In 2014, she discussed her problems and symptoms with physician. She spoke with her physician having a hysterectomy due to molar pregnancy, which she believed was caused by essure in (B)(6) and (B)(6) 2011. At time of the report, she is reluctant to undergo surgery for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2010: results: pregnancy confirmation; on (B)(6) 2011: no result [hysterosalpingogram] on (B)(6) 2010: results: the patient was placed on the radiology table in a dorsolithotomy position, and a speculum is placed without difficulty.; on (B)(6) 2011: results: occluded tubes bilaterally [pregnancy test urine] on (B)(6) 2010: results: pregnancy confirmation [ultrasound scan] on (B)(6) 2011: results: retained issue and positive pregnancy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urine tract infection, fungal infection, blood in urine, pregnancy with contraceptive device, dry skin, pain on extremities, paresthesia, hypoaesthesia, and abdominal distension. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-apr-2020: pfs received: essure removal date and surgery were added. This case is being submitted retrospectively following an internal review we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037334) on 24-sep-2014. The most recent information was received on 01-jun-2022. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain (excruciating pain, painful to move or sit)'), benign hydatidiform mole ('invasive mole (molar pregnancy)') and urinary tract infection ('get more frequent utis') in a 33-year-old female patient who had essure (batch no. 717012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010. The patient's medical history included miscarriage in 2008, multigravida, parity 2 and termination of pregnancy - elective (1992,1997). On (B)(6) 2011, exam and consult for second opinion on molar pregnancy including labs and MRI, was done. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy confirmed"), 7 months 7 days after insertion of essure. On (B)(6) 2011, the patient was found to have benign hydatidiform mole (seriousness criterion medically significant) with retained products of conception and pregnancy test positive. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("periods have changed and come more frequently"), urinary tract infection (seriousness criterion medically significant) with blood urine present, pain ("severe and persistent pain"), fungal infection ("more frequent yeast infections"), dry skin ("skin and scalp are dry"), pruritus ("skin and scalp itchy"), paraesthesia ("right lower leg and foot are tingly"), hypoaesthesia ("right lower leg and foot are numb"), abdominal distension ("bloated in stomach area"), bacterial vaginosis ("bacterial vaginosis"), loss of libido ("loss of libido"), sciatica ("sciatica"), vitamin d deficiency ("vitamin d deficiency"), skin irritation ("irritated skin and scalp"), depression ("depression"), anxiety ("anxiety"), arthralgia ("hip pain (excruciating pain, painful to move or sit)"), pain in extremity ("leg pain (excruciating pain, painful to move or sit)") and mental disorder ("essure caused or aggravated and/or psychological conditions") and was found to have blood urine present ("blood in urine"). The patient was treated with cefalexin (keflex), ibuprofen, prednisone and surgery (oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, benign hydatidiform mole, pregnancy with contraceptive device, polymenorrhoea, urinary tract infection, pain, fungal infection, dry skin, pruritus, paraesthesia, hypoaesthesia, abdominal distension, blood urine present, bacterial vaginosis, loss of libido, sciatica, vitamin d deficiency, skin irritation, depression, anxiety, arthralgia, pain in extremity and mental disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal distension, benign hydatidiform mole, dry skin, fungal infection, hypoaesthesia, paraesthesia, polymenorrhoea, pregnancy with contraceptive device, pruritus and urinary tract infection with essure. The reporter considered anxiety, arthralgia, back pain, bacterial vaginosis, blood urine present, depression, loss of libido, mental disorder, pain, pain in extremity, sciatica, skin irritation and vitamin d deficiency to be related to essure. The reporter commented: the insertion procedure went well and the number of expanded coils that appeared trailing into the uterine cavity was 3 on both sides. She tolerated the procedure well, stating she had only mild cramps at most. Pregnancy outcome: elective termination on (B)(6) 2010. She experience complications with pregnancy: molar pregnancy resulting in multiple d&cs, 2nd opinion and weekly lab tests. Plaintiff was not allergic to nickel or any other component of essure. She did not experience any hypersensitivity reaction to nickel or any other component of essure. Plaintiff claim that essure caused or aggravated and/or psychological conditions. Plaintiff claimed that essure worsened a previously existing injury/condition. In 2014, she discussed her problems and symptoms with physician. She spoke with her physician having a hysterectomy due to molar pregnancy, which she believed was caused by essure in march and (B)(6) 2011. At time of the report, she is reluctant to undergo surgery for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2010: results: pregnancy confirmation; on (B)(6) 2011: no result. Hysterosalpingogram - on (B)(6) 2010: results: the patient was placed on the radiology table in a dorsolithotomy position, and a speculum is placed without difficulty.; on (B)(6) 2011: results: occluded tubes bilateraily. Pregnancy test urine - on (B)(6) 2010: results: pregnancy confirmation. Ultrasound scan - on (B)(6) 2011: results: retained issue and positi pregnancy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urine tract infection, fungal infection, blood in urine, pregnancy with contraceptive device, dry skin, pain on extremities, paresthesia, hipoasthesia, and abdominal distension. Lot number: 717012, manufacture date: 2010-02, and expiration date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.